Manufacturer narrative:
Insulin pump received with cracked case (battery tube) and cracked case-corner of belt clip rails. Insulin pump received with blank white display due to corroded electronic assemblies. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a blank display due to moisture exposure. The customer¿s blood glucose level was190 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.